Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons not reported.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Additional devices listed in this report: invisiontalar dome, infinity poly, infinity plate sz 1.

Manufacturer narrative:
Correction d9, h3 the complaint couldn't be confirmed, since the returned image for evaluation don't matches the alleged failure. Medical profession reviewed the received information and noted: the revision planning report clearly shows subsidence of the talar component. This could be symptomatic and thus a reason for revision. No irregularities can be found in relation to any implant. Nevertheless, without a retrieval I cannot assess the status of the pe-liner. I believe that the large sclerotic area in the talus (red-circled area in the primary report) indicating insufficient blood supply to the bone, may have played an important role in the subsidence of the talar component. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device not returned.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons not reported.